Event description:
The inner blister was not intact and seemed to have been subject to an excessive amount of heat, as the plastic was melted. Box and shrink wrap were intact, and the sterile indicator was brown instead of red. The event did not occur during a surgical procedure.